Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, lot#: (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2022, product type: catheter. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4), ubd:2013-04-13, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving intrathecal bupivacaine 20 mg/ml at an unknown dose and unknown morphine 30 mg/ml at 1.4 mg/day via an implanted pump. It was reported the patient had a loss of pain relief over several months. The pump residual volumes were more than expected by 50%. It was noted x-rays were normal and side port was no cerebrospinal fluid (csf) flow. Actions/interventions included taking the patient to the operating room (or). The catheter access port (cap) showed no csf flow. The catheter was flushed, and csf flow became apparent. Dye study done with some intrathecal spread. The pump residual volume 22ml compared to 17ml expected. It was noted the pump was replaced and catheter was investigated and replaced on (B)(6) 2022. The dose was dropped to 0.96 mg/day. The patient was discharged on post-op day one in good condition. It was unknown if the issue resolved at the time of this report and the patient¿s status was ¿alive- no injury¿. The patient¿s medical history included chronic pain and obesity. The patient¿s weight was asked but unknown.

Manufacturer narrative:
H3 ¿ the pump was returned for analysis. Analysis of the pump found ¿failed lab dispense test ¿ above spec¿. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a company representative who reported that the catheter was not replaced.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.